Manufacturer narrative:
(B)(4). Date sent: 05/29/2025 d4: batch #714c30 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received partially fired 1/10. In addition, a tyvek was received along with the sample. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The reported event of would not fire is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described of would not open and would not close could not be confirmed and the device performed as intended and it opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, it should be noted that when attempting to open the jaws, should first squeeze the closing trigger and then simultaneously press the anvil release button located on either side of the instrument. While continuing to hold the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, ensure that the knife is in the home position. You can verify this by checking the knife blade indicator beneath the cartridge jaw. If the knife blade indicator does not show it is home, or if you cannot determine the knife's position, slide the knife return switch to activate the motor and reset the knife to its home position. Attempt to open the jaws again with the anvil release button. Should the jaws remain closed, gently pull the closing trigger upward (away from the handle) until both the firing and closing triggers return to their original positions. To closed the device: the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 714c30, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/08/25, d4: batch #unk, b3: only event year known: 2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9ed76, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device did not fire and its jaw would not open nor close. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/19/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.